Event description:
It was reported that at implant the lead's helix was not functioning properly and the physician felt there was an integrity issue with the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, the inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed that the lead appeared damaged at implant.